Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is a combined initial and final report.

Event description:
Procedure performed: lap chole. Doctor deployed bag, the plunger was pushed plastic to plastic, prongs deployed but the bag fell off into the abdomin. Specimen was not being loaded into the bag at the time. Bag was still able to use to extract the specimen. No patient demographics were provided. Product is not available for return. Please issue a credit to this customer. Additional information received via telephone from account manager on thursday, 21feb2019: when they deployed the bag, one of the prongs was inside the bag and the other prong was outside of the bag. The prong that was outside of the bag hit the liver. The surgeon checked to see if there was any damage but did not find any damage. The bag did not fall off of the prongs. This is being revised from what was reported previously. He was able to use the same device to remove the gallbladder. Used a 5mm trocar. Patient status: no patient injury. Type of intervention: he was able to use the same device to remove the gall bladder.